Event description:
It was reported that the patient presented to the clinic for a routine follow up and was experiencing dyspnea. The right atrial lead exhibited loss of capture, loss of sensing and was noted to have dislodged. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.